Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune total knee to treat severe osteoarthritis and rheumatoid arthritis of the right knee. The patella was resurfaced, and unknown cement was utilized. The procedure was completed without complications. Records indicate the patient received a right knee arthroscopy with synovectomy on (B)(6) 2019 to treat pain, walking difficulty, swelling, and fibrosis due to right knee internal derangement. Intraoperative brown colored articular fluid was aspirated and tested positive for streptococcus. The surgeon identified synovitis and performed a complete synovectomy. No products were revised and there were no reported procedural complications. The patient was referred to infectious disease for antibiotic treatment but did not follow-up. The patient received a complete revision on (B)(6) 2019 to treat pain and swelling secondary to infection. Upon entering the knee, the surgeon encountered and excised significant adhesions. The synovium was thickened, and a complete synovectomy was performed. All implanted products were removed and replaced with unknown antibiotic cement spacers. There were no reported product issues with the explanted components. The procedure was completed without complications. Doi: (B)(6) 2017. Doe: (B)(6) 2019. Dor: (B)(6) 2019. Right knee.